Event description:
The rptr did back to back blood glucose tests. Reported results were 422 and 150 mg/dl. Rptr did not have any symptoms. No details of the tests were provided. Rptr also go hi messages on the meter. Rptr did a blood test from "pinkie" finger with a result of less than 200. Rptr reported having done a control solution test which was in range. Followup attempts to contact the rptr for further info have not been successful.